Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the system went "down". It was noted that there was intermittent problem with the machine being unresponsive and showing screen problems. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the system went down. Additional information was requested but not received. The company service representative examined the system and was not able to replicate the reported event. The host module was replaced as preventative maintenance (pm). Unrelated to the reported event, the company service representative found strange patterns on the display screen. The display screen was replaced. The system was then tested and met all product specifications. The system was manufactured on march 27, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).